Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd and related symptoms (throat pain, hoarseness, voice alterations and stinging in the chest and throat) leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred without issue (B)(4) 2015 by dr. (B)(6). Uneventful open surgery device explant due to ongoing gerd on (B)(6) 2016 by dr. (B)(6). A fundoplication was performed immediately after explant as part of open surgery.